Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock . There have been no other events for the lot referenced. The returned device is in damaged condition. Minimal light scratches were observed of the bearing surface. The locking wire was disengaged on one end and the plastic surrounding it was cracked and damaged. The event could not be confirmed as the device was returned in damaged condition. The root cause could not be determined from the provided information. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary total knee the surgeon went to put in a ps insert and would not seat. Used other ps insert.

Event description:
It was reported that during a primary total knee the surgeon went to put in a ps insert and would not seat. Used other ps insert